Event description:
The surgeon reported when the she was blocking two patients, she noted burrs on the end of two needles. Two patient's had a retrobulbar hemorrhage, the first and third cases of the day. Only one sample, which was used on the other patient, was returned for evaluation. This patient (first case) is reported under mfg. Report# 2523835-2007-00017. The doctor stated this patient was given 500cc. I.v. Diamox; no surgical intervention required. The doctor saw the patient the next morning, reported as doing okay, very little bruising observed. Additional information from doctor's questionnaire stated the hemorrhage duration was 1 minute. The patient prognosis is excellent, no additional information expected. The other patient (third case) is reported under mfg. Report # 2523835-2007-00018.

Manufacturer narrative:
The doctor stated cannula was not retrieved from the sharps container for evaluation. Investigation, including root cause analysis is in progress.